Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 100 mg/dl and their sensor glucose read around 45 mg/dl. The customer also reported an incident where their sensor was detached from the pedestal upon removal from the packaging. No additional information provided.